Event description:
Caller reported a cartridge alarm and there was no adverse impact to the customer's blood glucose level. Customer had experienced similar alarms with consecutive cartridges. Technical support decided to replace the pump and instructed the customer on how to put the pump into storage mode, return it using a provided box and pre-paid label, and program and connect their settings and cgm to the replacement pump. The customer acknowledged these instructions and would use mdi as a backup therapy to ensure insulin delivery was not interrupted.